Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 292 mg/dl.